Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Upon review of the case information, there is no indication of a lot-specific product issue. Based on the available information the cause for the reported unintended movement (clip open-efaa) and difficult to open or close (clip jumping) associated with the clip opening immediately during effa cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip opened while establishing final arm angle (efaa) it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. During the deployment sequence, the clip failed to establish final arm angle (efaa). Standard troubleshooting according to the instructions for use was performed but the clip failed efaa again. During the first check, it started opening immediately while it was locked. No locking effect was noted. The clip was removed and replaced with new one. An xtw clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.